Event description:
Multiple event reports through iris made of faulty ett (endotracheal tube) cuffs. ICU performed 4 tube exchanges and 2 were performed in the ed. Multiple reports of tube exchanges requiring to be done within hours of initial intubation. Generating this ivos report in order to forward to medsun.